Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronics assembly. The functional testing could not be completed due to the blank display. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer called in to report low battery alerts and battery out limit alarms. The customer stated that this was a new insulin pump and was experiencing out of box problems. The customer tried replacing the batteries and switching the battery cap, however that did not clear the alarm. The customer's blood glucose level was 117 mg/dl. The customer was sent a replacement device, and was informed to return the malfunctioning device back for analysis.